Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that on the 3rd day following an intraocular lens (iol) implant procedure, a patient experienced pain and the vision had not improved compared to day of surgery. Upon slit lamp examination, the surgeon observed that the patient had developed an anterior segment infection, inflammation and a lot of cell and flare. The patient was started on antibiotics and steroids. The patient was diagnosed with endophthalmitis. The patient then saw a retina specialist. Upon the retina examine, there was no inflammation found. Subsequently anterior segment infection and inflammation was cleared and in a follow up visit the retinal doctor found vitritis. The patient was started on intravitreal injections to cover the postoperative segment inflammation. Two intravitreal injections and a core vitrectomy was performed. Since there was no improvement in the posterior segment, a culture was performed. The results were negative. At 3 weeks postop the patient's vision was 6/36 (20/125) and vitritis was persistent. The patient has a history of diabetes and at the time of surgery the blood sugar was under control.